Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that insulin squirted out while priming. Advised the caller that the insulin pump would be replaced. No further information was provided.